Event description:
User facility reports a pinhole leak in unk location on the arterial port of the bloodline tubing. Ebl=75cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. Eval of the returned complaint could not confirm or duplicate the reported issue.